Manufacturer narrative:
The customer did not retain the product lot information for this custom pak, therefore the device history records traceable to the reported procedure pack could not be reviewed. The customer reported that the eye pads in their pak caused fibers to be left in the patient's eye. No sample was returned for evaluation, but a photo was provided by the customer. The photos show frayed substitute eye pads that were built into the custom paks. The customer's complaint is related to dissatisfaction with the quality of the substituted eye pad. One recommendation is that the customer contact their account manager about removing the eye pad from their pak. The account manager can work with the sales admin for suggestions and samples. The root cause of the customer's complaint is related to dissatisfaction of the approved temporary deviation for this built finished goods lot. The deviation will not apply to future lots manufactured after the supplier backorder is resolved. No further action will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the eye pads were leaving fibers on everything, including getting in the patients¿ eyes. Additional details were provided by the surgeon who reported that for several months, the eye pads have had stray filaments which get into the syringes and despite numerous flushes, filaments get into the patients eyes and he has to irrigate numerous times. Sometimes patients he sees postoperatively have a small hair sticking out of their wound which he removes at the slit lamp. No patient harms were reported. Additional information was requested; however, none has been received to date. This is one of two reports.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).